Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they haven't made an adjustment to their therapy since they were implanted in april and was told that they needed to make a "final adjustment" to their settings. The patient said that they spoke with a manufacturer represe ntative (rep) in april after the procedure but they don't recall when. The patient was able to successfully connect to their therapy and realized their therapy was off. Agent asked the patient if they were advised to leave the therapy off until they saw their managing health care provider (hcp) and patient said they weren't sure they were told about it. Reviewed therapy information and general programming guidance with the patient. The patient decided to turn their therapy on and increased the stimulation from 0.1 to 0.5. Confirmed stimulation in bicycle seat area and comfortable. The patient will maintain stimulation level and will continue to track symptoms. The patient redirected to their healthcare provider to address the issue. The patient confirmed they will see their hcp on june 12th.